Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. No primary operative notes were provided. Visit note dated 04/23/2003, just prior to the revision, state the pt was experiencing pain and instability, with difficulty ascending any type of elevation. The pain was mainly anterior, as well as medial and lateral. X-rays are referenced in this note and state there is possible loosening of the tibial component and posterior sag. Revision notes for the 2003 procedure do not provide any detail regarding indications for revision and no mention of loosening is noted. After the staining was noted, it was stated that the staining was excised to the best of the surgeon's ability. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause for the pain, instability, loosening or black synovial staining cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised due to pain, instability, and possible loosening of the tibial component. During the revision it was noted that there was black carbon synovial staining throughout the entire knee. It was also noted that the unknown miller/galante knee system was implanted in 1986.